Manufacturer narrative:
Device manufacture date: february 2, 2016 ¿ february 3, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed and passed successfully with no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a large volume intermate. The reporter stated that the pump ran for 90 minutes instead of 60 minutes. This occurred during patient infusion. The device was filled with 80ml tobramycin and 120ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.